Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support to reset the pump, which resolved the issue as the malfunction code did not recur. The customer was advised to continue using the pump and contact support if the issue reappeared.